Event description:
It was reported that the c-arm was lowering slowly once it was raised to the proper height. No injury reported. A field engineer was dispatched to the site and determined the foot switches needed to be replaced. Once this was completed the system was working as intended.